Event description:
It was reported that during the treatment of a a1/a2 aneurysm, a balloon assist technique was used to treat the wide neck aneurysm. The embolization coil was detached successfully without incident. The balloon was deflated and the coil migrated out of the aneurysm distally. No attempt was made to retrieve the coil. No deficit occurred. No harm or injury was reported. Pt info - pt identifier and weight are not available.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device remains within the pt. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.